Event description:
The patient received two anchors with the same lot number. It was reported the patient experienced a sharp pain at the anchor site which was not persistent and has since resolved. The patient could feel the anchor when touching the site. There were no stimulation changes or abnormal sensations as a result. X-rays were taken of the lead site. Follow-up identified the patient continues to have sensitivity at the anchor site. The patient is receiving effective stimulation. Subsequently, the lead anchor site has become superficial and sensitive to touch, and as a result causing pain when pressed upon or sat against. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.